Event description:
It was reported that a possible por condition occurred. The pt had weight loss surgery 4 months ago and he had lost 50 pounds. The pt could not adjust stimulation and there was a triple beep up and down on the amplitude. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).